Event description:
2002 pt had surgery to remove mass likely connected to ovary. Intergel was used to prevent further adhesions during the surgery. Pt had only just recovered from this major surgery when pt had to have repeat surgery in 2002. Remaining ovary, which had been treated with intergel, needed to be removed along with encrusted mass. The "wonderdrug" intergel at that time seemed the logical culprit. Have had unexplained pain in back and abdomen since surgery. Their dr finally contacted pt a week ago to let pt know about the recall of intergel and explained he had not only put intergel on ovary in 2002 surgery but on uterus which pt still retains. The second surgery also left pt with no ovaries and considerable distress as they have to take hormone replacement therapy now and it has been months trying to find a combinatin of drugs they can tolerate. Pt also has no children and was -even at this late age- hoping to have them.